Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Imdrf device code (B)(4) captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not release smoothly when attempting to deploy. Eventually, the clip release after manipulation. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. No futher information has been obtained despite good faith efforts.